Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. The cause was the main pcb (printed circuit board). It was also noted that the upper case, lower case and battery drawer were broken, the battery release, side bail covers, and ring cover were contaminated, the liquid crystal display (lcd) was corroded, the ring was bent and one board connector flex was corroded.

Event description:
It was reported that the epg (external pulse generator) shuts down at the start-up of the self-test. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.